Event description:
It was reported that an ilet device displayed restart alerts identified as a software runtime error and an external flash write error following a factory reset, and the device was deemed nonfunctional. Symptoms included no reported adverse clinical effects. Outcomes included the user being advised to employ backup diabetes therapy due to questioned device functionality. Investigation included arranging return of the affected device for evaluation and instructing the user to sync data and shut down prior to shipment. Investigation of this case revealed that a replacement device was authorized and shipped while the original is expected to be returned for analysis. It was concluded that device malfunction occurred, necessitating replacement and further evaluation of the returned unit.